Event description:
Customer reported via phone, the sensor was causing the insulin pump to alarm sensor error. Troubleshooting was performed and customer was advised to remove the device. One the sensor was pulled out customer noticed the sensor cannula was shorter and believes a piece is broken inside of her body. Customer inquired if she can insert a sensor and she was advised against it. Customer called back and stated she was advised by a doctor that sensor was biodegradable and not to worry about. She called a dermatologist and advised her to go to an emergency room and another stated to just come in and they will take it out. Customer was advised to check if the sensor was broken inside her skin. Customer agreed to return the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.